Event description:
Pt in full arrest, placed pt on monitor w/pads and 4 electrodes - pt asystole. Monitor was set to audible all heart beats and was going off during CPR. I turned off volume and got a comm link error. Turned monitor off/on and error left and came back. Reported 2 more times on/off and then monitor stayed in error. No ability to use monitor at all at this point.